Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Event description:
It was reported that a transthoracic echocardiogram (tte) was taken on (B)(6) 2023 with left ventricular (lv) ejection fraction (ef) <10%, moderate lv dilation, severe diffuse hypokinesis, left ventricular assist device (lvad) cannula poorly visualized, paradoxical septal motion, mildly reduced right ventricular (rv) function, and rv dilation. The patient presented (B)(6) 2023 for weakness and falls. The hospital course was complicated by multiple low flow alarms from their lvad earlier in admission, which were thought to be secondary to rv dysfunction or a rv transit issue. The patient experienced a low flow alarm overnight on (B)(6) 2023 with flow of 2.2 lmp, pulsatility index (pi) of 12, speed of 5600 rpm, and power of 4.1 w. The mean arterial pressure (map) was 58 mmhg at the time. Device interrogation revealed three red heart alarms for low flow. The patient was given a 250 ml bolus at 00:00 and 04:30 on (B)(6) 2023 with improvement of maps to 68 - 78 mmhg. Speed drops were concerning for hypovolemia, so 250 ml of IV fluids were given overnight. High pi was consistent with the patient's systemic hypertension (maps 85-95 on (B)(6) 2023). It was also noted that thrombus within the lvad outflow graft may have been causing obstruction. Log file review was requested, and multiple pi events were captured on (B)(6) 2023 between 08:00:17 and 09:16:33. It was noted in the review that there were no low flow alarms reported during the history of this event log file. It was also noted that previously recorded data that may have been associated with the reported low flow alarms were likely purged and replaced with newer data.

Event description:
A computed tomography angiography (cta) scan was previously performed with mild narrowing and mural thrombus noted. No cta images were available. It was additionally noted that the patient was noncompliant with warfarin / international normalized ratio (inr) checks.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists device thrombosis, hypertension, and right heart failure as adverse events. That may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists device thrombosis and hypovolemia as potential late postimplant complications. This IFU outlines indications of thrombus, as well as how to respond to such events. Additionally, the IFU provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. The hm3 lvas IFU addresses pump parameters, and outlines situations that can result in low flow, including changes in patient condition. It is explained that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart. 2000 revolutions per minute (rpm) above and below the low speed limit. Also, the IFU notes that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Furthermore, the IFU and patient handbook describe advisory and hazard alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft thrombus and occlusion could not be confirmed. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files confirmed low flow alarms in the controller periodic log file. Of note, there were several pulsatility index (pi) events that filled the majority of the controller event log file and would have overwritten older data, per design. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), following this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), revision a is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hypertension, and right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This artificial pulse ¿beats¿ 30 times per minute, asynchronously with the heart, 2000 rpm above and below the low speed limit. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. This section also explains that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. Section 6 of the IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.